Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. If the pump is returned in the future, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump experienced a "network error." The customer stated that the pump underwent preventative maintenance testing and could not reproduce the error. It was also reported that there was no pt injury.